Event description:
We received a report that an tecnis toric (B)(4) intraocular lens (iol) was explanted after the patient experienced an unexpected post-operative refraction. The location contact noted that the doctor used an ora abberometer to select this diopter power for the patient. But after implantation the patient required a different power. There were no complications such as incision enlargment or quality issue with the device.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.placeholder.